Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received and the diopter measured correct as labeled, 23.5 diopters. This iol was replaced with a 20.5 diopter to correct the patient's unexpected post operative refraction. The iol met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the improper iol power implanted initially and the patient's unexpected post operative refraction.